Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier was not "sealing" clips. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made an attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the medium-large clip applier by the customer noting a clip application issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, which did not replicate or confirm the customer reported event. The medium-large clip applier was placed and driven on an in-house system. The medium-large clip applier passed the recognition and engagement tests. The medium-large clip applier moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The medium-large clip applier also passed clip test and was fully functional. The complaint regarding a clip application issue was not confirmed by failure analysis. Failure analysis also found additional observation not reported by the customer and not related to the reported event: the medium-large clip applier instrument was found to have a derailed grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. The probable root cause of the reported event cannot be determined based on the information provided and failure analysis results. No product issue was identified. Issues related to instrument errors or complications using the medium-large clip applier instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The medium-large clip applier instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.